Manufacturer narrative:
(B)(4). Date sent: 9/25/2023. D4: batch # unk. B3: exact event date unk, entered 1/1/2023 as only the year was provided. A manufacturing record evaluation was performed for the finished plee60a, with lot/batch number x9664a, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unk procedure, staples did not deploy completely. No patient harm. No further details were provided.